Event description:
It was reported that the customer's blood glucose was 400 mg/dl and the spring in the customer's serter broke. Customer declined troubleshooting for high blood glucose and stated she would see her doctor soon. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.